Manufacturer narrative:
The following devices were also listed in this report: unknown mrh bushings, sleeve, neutral bumper; cat# unknown; lot# unknown unknown modular rotating hinge knee-axle; cat# unknown; lot# unknown unknown tibial rotating component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported left knee revision, irrigation and debridement, poly exchange.